Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the stored electrocardiogram revealed that the atrial lead exhibited intermittent undersensing. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.